Event description:
An impella cp was inserted via the right femoral artery to support the 71 year old female patient admitted in after a st- elevation myocardial infarction, presenting in scai stage e shock. The patient had arrested in the field and been given CPR by the emergency services. The cp was placed and the cardiac team performed percutaneous coronary intervention. The patient was supported by the cp pump, vasopressin, and calcium chloride. The patient was being transferred from the catheterization lab, and became bradycardic and then went into pulseless electrical activity (pea) and was returned to the lab. Acls protocols were initiated and epinephrine was given but patient was unable to be resuscitated. The patient expired in the cath lab despite all efforts. The death is conservatively being reported to the impella cp but is unlikely related and is most likely attributed to patients underlying critical condition as they presented in scai stage e shock after a community arrest with CPR/acls, and with ongoing hemodynamic instability inclusive of pea and need for ongoing acls needs/interventions.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Corrected information was provided in d3. Upon review, it was identified that it was inadvertently omitted from the initial report. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. The root cause of the injury was unable to be determined due to insufficient clinical details.